Manufacturer narrative:
Patient is on several medications. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Customer utilized unauthorized cap tube to transfer sample. Using inappropriate tubes may contribute to inaccurate inr result or testing error. Be advised to utilize microsafe capillary tube that comes with inratio/inratio 2 system kit. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 6.0, reference: 3.75, mean: 4.88, confidence limits: 2.6 - 6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Recent test conducted on lot #247453 on 06/23/2011 met accuracy criteria. Test results are as follows: donor 58 = 2.3, 2.1, 2.5 inr; donor 59 = 2.7, 2.7, 2.7 inr. At least two out three replicates are within the allowable bias (+/- 1.0) of reference results for donor 58 (2.24 inr) and donor 59 (2.40 inr), respectively. No further investigation will be pursued at this time. Customer has factors which may affect inr testing patient's medication; unauthorized cap tube. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: patient 2: date: (B)(6) 2011, inratio: 6.0, lab: 3.75. Meter and lab draws done within minutes of one another. Caller reported using polyethylene cap tubes made by an unknown manufacturer to collect samples.